Event description:
The physician attempted to use the cassi ii rotational core biopsy system for a core breast biopsy; however, the device would not power on. The procedure was discontinued as the physician had no other biopsy devices at his disposal. The pt was scheduled for an excisional biopsy.

Manufacturer narrative:
Device was discarded and evaluation was not possible.